Event description:
Caller reported a malfunction on the pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if further issues arise.